Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 15.1 mmol/l. The father reported that the sensor would not provide any readings. Upon removal, there was no sensor cannula present. The customer will be sent replacement sensor.